Manufacturer narrative:
The marksman has not been returned for evaluation. The event could not be confirmed and an event cause could not be conclusively determined from the reported information.

Event description:
Medtronic received report of marksman separation during a procedure. The patient was undergoing flow diversion treatment for an unruptured, recanalized aneurysm in the left internal carotid artery (ica). The vessel was severely tortuous. The catheter was flushed and all devices were prepared as indicated in the IFU. It was reported that the marksman was navigated to the left m1. The flow diverter was advanced; in the last 5cm of the marksman, the physician felt a great amount of resistance. Several maneuvers of the marksman were made, which did not resolve the issue. Suddenly, it was observed that the flow diverter pushwire jumped "with a total freedom". On angio, it was observed that the distal part of the push wire was separated from the distal part of the marksman. The marksman had separated in the middle section. The entire system was removed from the patient. A new marksman and flow diverter were used successfully. Post-procedure angiographic result was fine. There were no reports of patient injury in connection with this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional event information: the physician suspects that the flow diverter tip coil punctured the marksman. The marksman had separated in the middle section. The entire system was removed from the patient; all broken marksman pieces were reportedly removed from the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.